Event description:
It was reported that this right ventricular (rv) lead presented a consistent increase in its impedance measurements, so it was explanted with the issues attributed to a suspected fracture. A new device was implanted. No additional adverse patient effects were reported.